Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review were performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cardiac arrest coincident with peritoneal dialysis therapy, and subsequently passed away. The patient was hospitalized for the event. Treatment details and cause of the event were not reported. Therapy remained ongoing while the patient was hospitalized prior to death; however, it was not reported if the patient was performing therapy at the time of death. Ten days after admission to the hospital, the patient passed way. An autopsy was not performed; though the cause of death was reported as cardiac arrest. No additional information is available.